Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated that he missed a calibration alert, his blood glucose became low and he had an epileptic-type seizure. He attributed the inaccuracy to not receiving a low alert. No cgm or bg values were provided. He was transported to the emergency room (ER) via paramedics. It was reported that no medications were given, but the patient also stated he is unable to recall details of the event. After a hospitalization (unspecified duration), he recovered and was discharged home in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.